Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2020 a patient (pt) in (B)(6) called to report left eye pain, redness and swelling on (B)(6) 2020 while wearing the 1-day acuvue® moist® brand contact lenses. The pt went to a hospital and an eye care provider (ecp) and diagnosed the pt with bacterial keratitis. The pt was prescribed levofloxacin hydrochloride, 1 drop every 2 hours. The pt advised the os is better, but not yet recovered. On (B)(6) 2020 a call was placed to the pt and the medical report was requested. The pt reported the os was recovered. The pt refused to provide the medical report. No additional medical information was provided. No additional information is expected. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 5743170103 was produced under normal conditions. The suspect os contact lens was discarded. No additional investigation can be conducted. If any further relevant information is received, a supplemental report will be filed.